Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on screen and casing where medtronic logo is located. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that insulin continues to drip after motor stops during manual prime process. The customer was unable to troubleshoot at this time because of past event. The customer was advised that we are sending a cot pump.

Manufacturer narrative:
The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected excessive no delivery alarms, prime fill anomalies or occlusion anomalies noted during our testing. The insulin pump was received with cracked lcd window and cracked case at the display window corners noted, minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump was returned without the belt clip.